Event description:
The patient's daughter contacted zoll on (B)(6) 2024 to report a possible treatment. There is no evidence that the patient was treated. Per the last download data from on (B)(6) 2024, there are no automatic events or flags indicating a treatment occurred. Based on the available in information at this time, there is no indication of a device malfunction. After unconfirmed treatment, patient reported that they did feel a shock and that it hurt at the time. The outcome of the injury is unknown. Reporting injury out of an abundance of caution.

Manufacturer narrative:
N/a.